Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the device was attached to the chronic ventricular lead and no capture, no sensing, and high impedance were noted. When attached to the analyzer, the lead was found to be working appropriately. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.